Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Products: 5054 implantable pacing lead 2002 (B)(6); 5554 implantable pacing lead 2002 (B)(6).

Event description:
It was reported that frequent periods of a missing ventricular pace were noted on a remote transmission. The device remains in use. No patient complications have been reported as a result of this event.